Event description:
When the patient was monitored with the device and attached monitor through paddles lead, the monitor reportedly displayed a trace that was not consistent with clinical observations. A backup lifepak 10 defibrillator/monitor/pacemaker was immediately made available and used to deliver defibrillator therapy to the patient 4 times successively. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the discrepancy, based upon the ready use of the backup device and a lack of pt viability.